Event description:
Device malfunction: sheath failed to split properly and bent exchange sheath tube. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the sheath failed to split properly and completely during advancement of the thumb advancer. The operator continued to split the sheath resulting in a portion of the tube exiting through the back of the sheath. The procedure was aborted and it was noted that the exchange sheath tube was bent. The device was removed from the patient anatomy by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.